Event description:
It was reported by repair work order that the ground path was compromised on the power cord due to a loose ground pin. It was also reported that the headend litter cover was damaged, exposing sharp edges. It was further reported that the scale was not functional due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.